Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) of 2023.

Event description:
It was reported that the patient had frequent charging sessions as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.